Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported a significant discrepancy between her blood glucose meter and cgm readings. The bg meter showed 131 mg/dl, while the cgm (viewed on a mobile device) displayed 243 mg/dl. Later, the patient experienced dizziness and blurred vision, which prevented her from checking her mobile device or performing a bg test. The patient stated that, due to a court order related to her medical condition, she is required to have paramedics with her at all times. The paramedics performed a fingerstick test, which showed a bg of 55 mg/dl, while the cgm displayed ¿high¿ (indicating a reading of 401 mg/dl or above, as the mobile device does not display numeric values beyond 400 mg/dl). To stabilize her condition, the patient was given peanut butter and cake icing. It reportedly took approximately 4.5 hours for her condition to stabilize. At the time of the report, the patient stated she was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. The reported glucose values fall within the d zone of the parkes error grid was taken by the paramedics. No additional patient or event information is available.